Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac perforation. Surgical intervention was being considered. On july 19, 2021, ablation was conducted on the pvc of a patient with dilated cardiomyopathy (dcm) and an implantable cardioverter defibrillator (ICD). After the left ventricle (lv) geometry was created with a soundstar catheter, brockenbrough method (bb) was performed, the catheter was placed in the lv, and left ventricular angiography (lvg) was performed. Mapping was then performed under v pace, and the origin was found in the mid septal region of the apex, which was ablated at max 40w for 60 seconds. Additional ablation was performed in the area where late potential was found slightly on the basal side and where the apex lateral pace map coincided with the late potential. The procedure was completed when no clinical pvc was observed. No product failure occurred, and the procedure itself was completed without any problems. During the procedure in 2021, there were no product failures. Lvg was also performed at the end of the procedure, but there was no perforation of the ventricular septum, and no problems were noted. The patient was discharged from the hospital without any problems after the ablation, and the physician in charge retired at the end of march 2024. Recently, a physician currently working at the hospital performed a transthoracic echocardiogram on a patient admitted for cardiac failure at the hospital where he works outside the hospital, and found a hole in the ventricular septum, from which blood flow was leaking. Doppler transthoracic echocardiography showed blood flow back and forth between the right ventricle (rv) and lv. Therefore, surgical closure of the ventricular septal defect was being considered. The physician's opinions on the relationship between the event and the product was that since the ventricular septal defect observed on the echocardiography and the ablation location at the time of ablation (confirmed by carto3) are close, there is a possibility of a causal relationship. However, since no perforation was identified on the lvg immediately after the procedure, the physician believes that the perforation may have occurred for some reason from the vicinity of the ablation site, at least over time after the procedure, rather than during the procedure. Surgical closure of the ventricular septal defect is being considered. No error messages observed on biosense webster equipment during the procedure. The patient did not require extended hospitalization immediately after surgery 3 years ago. Recently, the patient had admitted because of cardiac failure, and already discharged from the hospital.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6) manufacturer's ref. # (B)(4).